Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacture service centre for further evaluation. During the evaluation of the device at the manufacture service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, secondary findings was not observed. There was no error code found. The manufacture service centre concludes that they couldn't confirm the customer's allegation and unit passes final test. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.